Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an scs trial which ended on (B)(6) 2018, the patient showed up to the office three days later complaining of pain in his left arm, chest and neck. Subsequently, the patient was sent to the emergency room, then the patient was transferred to the hospital with concerns of infection in his mid back area. Reportedly, the patient was given IV antibiotics in the hospital and the painful areas responded well to the treatment. The patient was discharged and sent home.